Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the tubing separated from the pump could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd tubing device experienced component separation and leakage. The following information has been provided by the initial reporter: night rn spiked new bottle of midazolam at 0630. Hung new bottle at 0730 when the bottle was empty 0930 noticed bottle was dry again. Went into room and found tubing disconnected from fentanyl line and a puddle of fluid on the ground. Report reads as follows. I showed 2 rn's what I found. I discarded tubing and put malfunction on module used. Pump was set for 3mg an hour and never beeped. I took a new bottle of midazolam with the new tubing and a brand new channel. Has been fine ever since I changed everything. There are also 2 coiled tubbing's attached to a patient as pumps are outside the room. I don't believe patient received extra versed due to his bp never dropped and patient fully waking up coughing and opening his eyes.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified bd tubing device experienced component separation and leakage. The following information has been provided by the initial reporter: night rn spiked new bottle of midazolam at 0630. Hung new bottle at 0730 when the bottle was empty 0930 noticed bottle was dry again. Went into room and found tubing disconnected from fentanyl line and a puddle of fluid on the ground. Report reads as follows. I showed 2 rn's what I found. I discarded tubing and put malfunction on module used. Pump was set for 3mg an hour and never beeped. I took a new bottle of midazolam with the new tubing and a brand new channel. Has been fine ever since I changed everything. There are also 2 coiled tubing's attached to a patient as pumps are outside the room. I don't believe patient received extra versed due to his bp never dropped and patient fully waking up coughing and opening his eyes.